Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse found blood in the pneumatic module assembly and helium manifold. The fse replaced the pneumatic module and helium manifold. The unit passed all functional and safety testing and was cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre check, the cardiosave intra-aortic balloon pump (iabp) water backflows into tube when helium is connected. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).